Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6)2024. Date of event is an approximation. On (B)(6)2024 around 7:30pm, the patient stated she was vomiting a lot and the cgm was around 200 mg/dl while the bg was around 400 mg/dl. She stated she was in diabetic ketoacidosis (dka). Thirty minutes prior, she stated she was fine and that the cgm readings were fine and around 10-15 point off. The patient stated she tried to calibrate the cgm was did not help and she continued to vomit. She drove to the hospital and was taken to the emergency room. The doctor checked the patient's bg and it was around 416 mg/dl. The patient stated that the bg value was still incorrect compared to the cgm (no cgm value provided). It was reported that the doctor turned off the patient's insulin pump and g6 mobile app on her phone and relied on bg finger sticks to monitor the patient's bg. The patient was treated with 13 units of humalog insulin and lantus. After 2-3 hours, the patient's bg went down to 290 mg/dl. On the next day (B)(6)2024, the patient was feeling better but was still in the hospital resting and recovering. On the following day (B)(6)2024, the insulin pump was turned back on as well as the patient's g6 mobile app and it was reported that the readings were within range. The patient was discharged at midnight (B)(6)2024. The patient reported that on the night of (B)(6)2024 they were getting incorrect readings again with the cgm being 60 mg/dl while the bg was 110 mg/dl. On the day of the report (B)(6)2024, the patient stated that the "sensor quit working". At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications for (B)(6)024. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.